Event description:
It was reported that the drill would not stop running during a total knee procedure. Another device was available to complete the procedure. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer, the device was evaluated and event was duplicated due to a failed wire bone in the battery powered motor controller. The run on observed was at a slow rate with minimal torque. The device will be repaired and returned to the account.